Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient has decided to not pursue surgery at this time. The recipient remains a non-user. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly prescribed gabapentin for treatment of the head pain and the tinnitus. The pain resolved, however, the tinnitus did not resolve. Imaging revealed correct device placement. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain at the implant area and tinnitus that worsens throughout the day. Device testing revealed results within normal limits. The recipient has been a non-user for approximatively 10 years. Revision surgery will be scheduled.